Event description:
International affiliate reports the valve could not be programmed before implantation. The disco (motor) could not be adjusted with a programmer. Additional information received from affiliate on 2/01 revealed surgery was postponed for one day while a second valve was delivered.